Event description:
It was reported that the patient is presenting pain on its left knee. Medical assessment confirms loosening of implants. No procedure has been performed to correct the issue.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident.